Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of cord has pulled away on both the connector end and the probe end. Plastic has broken and is exposing wiring was confirmed. The probe strain relief is pulling away from both sides. The root cause of the probe strain relief pulling away from both sides is due to a material failure. H3 other text : evaluation summary findings in h:11.

Event description:
It was reported that the cord has pulled away on both the connector end and the probe end. Plastic has broken and is exposing wiring. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the cord has pulled away on both the connector end and the probe end. Plastic has broken and is exposing wiring. No other information provided, at this time.